Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/16/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a celsius thermocool catheter, and a coagulum formation occurred. The returned device was visually inspected upon receipt and brown reddish material was found on the distal end of the tip dome. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter pass specifications; however the root cause of the thrombus/clot material remains unknown.

Event description:
It was reported that a patient underwent a procedure with a celsius thermocool catheter, and a coagulum formation occurred. Charring was observed on the tip of the catheter. The temperature was normal. The case was finished with a new catheter. There were no consequences for the patient. Upon request additional information was received on the event. The system did not present any error messages and did the physician did not see any product problem. There were no issues related to temperature or flow on the catheter. The generator was power controlled using default cut-offs. Heparin was used during the procedure. The material appeared to be coagulum instead of char, which is indicative of a reportable event. The patient has not exhibited any neurological symptoms since the procedure was completed.